Event description:
This 56-yr-old female underwent bilateral subcutaneous mastectomies in 1978 with multiple reconstructive procedures since. The MFR of the last silicone implants is not known to this reporting facility as they were implanted at another facility. The pt presents with painful breasts which are distorted. Gross exam: the right implant is intact; the left exudes a gelatinous material through a linear defect.